Event description:
It was reported that the nurse stated they had a patient on the arctic sun device, the device did not seem to be cooling the patient. Nurse provided sn # (B)(6), confirmed targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.8 l/min. Diagnostics, outlet monitor temperature (t1) was 27.5c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,256, and pump hours were 2,474. Explained it appears the mixing pump had gone out on this device. Informed nurse to send this device to biomed labelled not cooling and switch to another device. Encouraged nurse to call back if they need assistance with new swapping devices. Call from biomed, biomed stated they have a device not cooling. Biomed asking how to test the device, they had a pad and a probe connected. Biomed provided s/n #2234. Informed biomed they can perform a functional check to test heating and cooling of the device. This would be the best way to test it. Explained they did not need pads, or a probe connected. Had biomed disconnect the pad and probe. Walked through placing device in manual control set to 4c. After about 10 minutes, water temperature (wt) was 26c, chiller temperature (t4) was 3c, mixing pump command (mpc) was 100 percentage. Informed biomed they believe it was the mixing pump. Explained tech support was available they will need to work with them to troubleshoot and create a work order for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Nurse provided sn # (B)(6), confirmed targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.8 l/min. Diagnostics, outlet monitor temperature (t1) was 27.5c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,256, and pump hours were 2,474. Explained it appears the mixing pump had gone out on this device. Informed nurse to send this device to biomed labelled not cooling and switch to another device. Encouraged nurse to call back if they need assistance with new swapping devices. Call from biomed, biomed stated they have a device not cooling. Biomed asking how to test the device, they had a pad and a probe connected. Biomed provided s/n #(B)(6). Informed biomed they can perform a functional check to test heating and cooling of the device. This would be the best way to test it. Explained they did not need pads, or a probe connected. Had biomed disconnect the pad and probe. Walked through placing device in manual control set to 4c. After about 10 minutes, water temperature (wt) was 26c, chiller temperature (t4) was 3c, mixing pump command (mpc) was 100 percentage. Informed biomed they believe it was the mixing pump. Explained tech support was available they will need to work with them to troubleshoot and create a work order for repair. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient on the arctic sun device, the device did not seem to be cooling the patient. Nurse provided sn # (B)(6), confirmed targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.8 l/min. Diagnostics, outlet monitor temperature (t1) was 27.5c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,256, and pump hours were 2,474. Explained it appears the mixing pump had gone out on this device. Informed nurse to send this device to biomed labelled not cooling and switch to another device. Encouraged nurse to call back if they need assistance with new swapping devices. Call from biomed, biomed stated they have a device not cooling. Biomed asking how to test the device, they had a pad and a probe connected. Biomed provided s/n #(B)(6). Informed biomed they can perform a functional check to test heating and cooling of the device. This would be the best way to test it. Explained they did not need pads, or a probe connected. Had biomed disconnect the pad and probe. Walked through placing device in manual control set to 4c. After about 10 minutes, water temperature (wt) was 26c, chiller temperature (t4) was 3c, mixing pump command (mpc) was 100 percentage. Informed biomed they believe it was the mixing pump. Explained tech support was available they will need to work with them to troubleshoot and create a work order for repair.

Event description:
It was reported that the nurse stated they had a patient on the arctic sun device, the device did not seem to be cooling the patient. Nurse provided sn # (B)(6), confirmed targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.8 l/min. Diagnostics, outlet monitor temperature (t1) was 27.5c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,256, and pump hours were 2,474. Explained it appears the mixing pump had gone out on this device. Informed nurse to send this device to biomed labelled not cooling and switch to another device. Encouraged nurse to call back if they need assistance with new swapping devices. Call from biomed, biomed stated they have a device not cooling. Biomed asking how to test the device, they had a pad and a probe connected. Biomed provided s/n #(B)(6). Informed biomed they can perform a functional check to test heating and cooling of the device. This would be the best way to test it. Explained they did not need pads, or a probe connected. Had biomed disconnect the pad and probe. Walked through placing device in manual control set to 4c. After about 10 minutes, water temperature (wt) was 26c, chiller temperature (t4) was 3c, mixing pump command (mpc) was 100 percentage. Informed biomed they believe it was the mixing pump. Explained tech support was available they will need to work with them to troubleshoot and create a work order for repair. Per follow up information received via phone on (B)(6) 2025, spoke with charge nurse who confirmed patient switched to a second arctic sun device. Therapy was successful. Spoke with biomed, who confirmed replacement of the mixing pump onsite. This resolved the cooling issue, and the device has been returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Nurse provided sn # (B)(6), confirmed targeted temperature (tt) was 37c, patient temperature (pt) was 38.5c, water temperature (wt) was 27.5c, water flow rate (wfr) was 1.8 l/min. Diagnostics, outlet monitor temperature (t1) was 27.5c, outlet control temperature (t2) was 27.5c, inlet temperature (t3) was 27.5c, chiller temperature (t4) was 4.3c, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,256, and pump hours were 2,474. Explained it appears the mixing pump had gone out on this device. Informed nurse to send this device to biomed labelled not cooling and switch to another device. Encouraged nurse to call back if they need assistance with new swapping devices. Call from biomed, biomed stated they have a device not cooling. Biomed asking how to test the device, they had a pad and a probe connected. Biomed provided s/n #(B)(6). Informed biomed they can perform a functional check to test heating and cooling of the device. This would be the best way to test it. Explained they did not need pads, or a probe connected. Had biomed disconnect the pad and probe. Walked through placing device in manual control set to 4c. After about 10 minutes, water temperature (wt) was 26c, chiller temperature (t4) was 3c, mixing pump command (mpc) was 100 percentage. Informed biomed they believe it was the mixing pump. Explained tech support was available they will need to work with them to troubleshoot and create a work order for repair. Per follow up information, charge nurse confirmed patient switched to a second arctic sun device. Therapy was successful. Spoke with biomed, who confirmed replacement of the mixing pump onsite. This resolved the cooling issue, and the device has been returned to service. UDI format updated with available product information per gudid. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.